Manufacturer narrative:
Concomitant medical products: 5068 lead implanted on (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing leads exhibited oversensing. The pacing leads remain in use. No patient complications have been reported as a result of this event.